Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip was buried in the tissue and broke off at 72,369 joules. This occurred at 120 watts. Also, it was reported that the fiber tip was retrieved. The fiber tip was not properly cleaned by the physician of adhered tissue. And it was reported that the vaporization effect stopped upon the fiber tip flashing. No pt injury was reported. The device was not returned for eval.